Manufacturer narrative:
Customer reported that a pyxis medstation es system malfunctioned, preventing user access to medication. Customer reported a delay to patient care; the length of the delay and the nature of the procedure were not disclosed. There was no reported patient or user harm. This event is recorded on complaint number (B)(4). A technical support specialist evaluated the device; the malfunction occurred when the database reached its maximum storage capacity. The technical support specialist resolved by reducing the number of days patient data is retained. No product malfunction.

Event description:
Customer reported that a pyxis medstation es system malfunctioned, preventing user access to medication. Customer reported a delay to patient care; the length of the delay and the nature of the procedure were not disclosed. There was no reported patient or user harm.